Event description:
Device report from synthes reports an event in colombia as follows: it was reported that the device was received as a blind unit from colombia on january 19th. However, it was found during the visual examination performed on (B)(6) 2023 that it is (unable to disassemble, broken and foreign substance). This report is for one (1) extraction bolt for 4.5mm screws this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the extraction bolt for 4.5mm screws had a broken screw piece stuck at the thread tip, additionally, unknown substance was observed at the internal threads and the broken screw. A dimensional inspection for the extraction bolt for 4.5mm screws was not performed due to post manufacturing damage. A functional test was unable performed due to a part of the recess of screw was stuck in the device. The complaint condition able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the extraction bolt for 4.5mm screws would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - schraubenextraktionsbolzen se_010953 rev. D (current) / rev. C (manufactured). Dimensional inspection: n/a part #: :309.490 lot #: 19p4547 manufacturing site: balsthal release to warehouse date: 04-oct-2019 a manufacturing record evaluation was performed for the finished device: 309.490 lot #19p4547, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.